Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel procedure, for the first instrument, the tip cover sealer- the yellow/white part came off and the tips were broken for the second device. The product was in use for 3 hours before the event happened. No medical intervention required. Another device was used to complete the surgery. There was no patient injury.